Manufacturer narrative:
Alleged failure: overheating confirmed failure: damaged chassis top/lid replaced chassis cover failure to remove phi/patient data upgraded software application freezes/stops responding application freezes/stops responding hub tier 2 repair probable root cause: ¿ fan(s) failure ¿ air duct failure ¿ power supply failure ¿ temperature sensor failure ¿ firmware/software failure - no/incorrect temperature sensing the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device overheated. Therefore, there was a thermal event.

Manufacturer narrative:
Alleged failure: overheating. Confirmed failure: damaged chassis top/lid. Replaced chassis cover. Failure to remove phi/patient data. Upgraded software. Application freezes/stops responding. Application freezes/stops responding. Hub tier 2 repair. Probable root cause: fan(s) failure. Air duct failure. Power supply failure. Temperature sensor failure. Firmware/software failure: no/incorrect temperature sensing. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device overheated. Therefore, there was a thermal event.